Event description:
The fetal heart rate (fhr) was observed to be half of what was heard intermittently through the stethoscope. The current facility configuration incorporates the use of both wired ultrasound and the wireless avalon system. The physicians reattached the fetal scalp electrode (fse), which returned more accurate rates, but contained lots of interference. The fse was removed after a period of time (for some unknown reason) and the ultrasound continued to read half of the actual fetal rate intermittently. There have been several other instances of the new fetal monitors displaying a fetal heart rate half of the actual rate.